Event description:
The customer reported being hospitalized for high blood glucose of 460mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test successfully. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.